Manufacturer narrative:
H3: product analysis: the returned device (serial#(B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing, with insignificant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were issues with the implantable neurostimulator. The patient experienced pain at the implant site. Addit ionally, the patient reported a shocking sensation when attempting to charge the implantable pulse generator (ipg). There were multiple product issues, including a shock from the internal device, difficulties with recharging, and communication issues during rechar ging. The patient was unable to connect the recharger to the neurostimulator despite receiving a new programmer and charging paddle. Troubleshooting was performed, involving several meetings with the patient and the provision of a charging paddle, which eventually allowed for successful connection and charging. The device was ultimately removed and replaced with an intellis pro. The issue was resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.